Event description:
It was reported that the user experienced hypoglycemia while using an ilet pump integrated with a dexcom g7, with the lowest cgm reading of 59 mg/dl and a confirmatory fingerstick of 55¿56 mg/dl, and treated the event with approximately 22.5 g of oral glucose gel, after which glucose trended upward; the device alarmed for low glucose and data were synced. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required to treat the low glucose, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or specific device component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.